Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 8mm tip-up fenestrated grasper instrument was analyzed and found to have a broken main tube approximately 8.15mm x 3.78mm from the proximal clevis. Potential fragments may be missing. Components adjacent to this broken main tube show damage which may indicate potential mishandling/misuse. The proximal clevis was found to be dislodged. Additional findings related to the customer's complaint: the instrument was found to have a dislodged proximal clevis. Clevis does not show abrasions or scratches on the outer surface. Components adjacent to the dislodged clevis show damage which may indicate potential mishandling/misuse. The main tube is broken. The complaint was confirmed by failure analysis. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards leading to cracking and subsequent breakage.

Event description:
It was reported that during central processing, the 8mm tip-up fenestrated grasper instrument tip its broken. The procedure was completed with no reported injury.